Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with two 250cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2009, suffered left breast implant deflation breast asymmetry and bilateral pseudoptosis, post-procedure. As a result, the patient underwent bilateral correction of pseudoptosis with bilateral removal of skin at the infra-mammary fold and removal and replacement with two mentor gel implants (350cc on left and 370cc on right) on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 22, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).